Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the buttons were not responding. The customer's blood glucose level was unknown at the time of the incident. Customer stated the down button was unresponsive. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test. 0.0 can be seen when programing a basal due to functional keypad. No button error alarm noted upon testing however, unit alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin 1 trace on keypad assembly.